Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "PICC placed on (B)(6) 2023 for daily infusion. Noted leak at purple port on (B)(6) 2023 PICC line removed. Midline placed to complete treatment. No patient harm.".

Event description:
It was reported by the customer that "PICC placed (B)(6) 2023 for daily infusion. Noted leak at purple port on (B)(6) 2023 PICC line removed. Midline placed to complete treatment. No patient harm." Additional information received 03/28/2023: 1) did the event occur during an urgent or life-threatening medical situation? If yes, please provide details. No 2) did the event result in a clinically significant delay in therapy that caused a negative outcome for the patient? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5 fr dual lumen powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel or scissors. The returned product sample was evaluated, and a relatively large, angular split was observed in the extension leg tubing of the purple lumen about 2 cm proximal to the molded joint. Microscopic examination of the split confirmed characteristics of contact with a sharp bladed instrument, and the features observed which supported this type of failure included: ¿ the fracture surfaces were reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the ground-sharpened edge typically found on a scalpel-type instrument. ¿ distinctly formed fracture edges ¿ planar shape to the fracture surfaces an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "PICC placed 2/15/23 for daily infusion. Noted leak at purple port on (B)(6) 2023 PICC line removed. Midline placed to complete treatment. No patient harm." Additional information received 03/28/2023: 1) did the event occur during an urgent or life-threatening medical situation? If yes, please provide details. No 2) did the event result in a clinically significant delay in therapy that caused a negative outcome for the patient? No

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.